Manufacturer narrative:
Correction: in the initial report submitted to the FDA, information was missing from block b5 that described the adverse event that afflicted the patient¿s left breast (loss of inframammary fold). On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). B5: add this sentence to the event description: "additionally, it was reported that there was loss of the inframammary fold on the left breast."

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast capsulectomy and capsulorrhaphy due to loss of inframammary fold. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 535cc gel breast prostheses developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent unilateral explantation of the right breast prosthesis and it was replaced with a mentor memorygel breast implant 535cc gel breast prosthesis on (B)(6) 2021. Rupture of the patient¿s right breast prosthesis was discovered following explant surgery. The surgeon also removed the left breast prosthesis, performed a left breast capsulectomy and capsulorrhaphy, and re-implanted it in the left breast on the same date. Mentor breast prostheses are single-use devices and re-implantation is considered off label use. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.